Event description:
The user facility reported that at the beginning of a pt procedure the back section of the surgical table dropped unexpectedly causing the pt's head and neck to drop. Hospital personnel stabilized the table and the procedure was completed successfully. As a precaution, the pt received a neuro scan which confirmed the pt did not sustain any injuries.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. The technician articulated all table movements and functions and found the table to be fully operational. The technician noted that there was hydraulic oil on the leg cylinder and inside the base and that the leg cylinders moved when manual force was applied. The table was permanently placed out of service as the facility plans to replace the table and is currently evaluating replacement options. While the reported table movement could not be duplicated, steris has determined the cause of this event to be the age of the table and lack of preventive maintenance. Steris engineering has estimated the useful life of the 3080rl surgical table to be 10 years and the table involved in this event is 17 years old. The surgical table is not under steris service contract and is currently maintained and serviced by a third party. The preventive maintenance checklist on page 4-4 of the equipment operator manual states, "check hydraulic oil level and check table base, all hoses, fittings, and components of the hydraulic system for evidence of oil leaks."